Event description:
It was reported that during a sigmoidectomy. The handswitch didn't work soon after use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.